Manufacturer narrative:
H.6. Investigation: bd received (B)(4) sample and (B)(4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Root cause determined to be the zinc stearate collecting in the pelletizing dewatering process. Normal procedure is that the press operator is supposed to remove these defects during 100% pad inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, it was found that there is white foreign matter on the stopper."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, it was found that there is white foreign matter on the stopper."